Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Access site was selected as femoral artery. During the procedure, the ds was attempted to pass through the femoral artery and at the end of the bifurcation of superior common iliac artery it was unable to be advanced. Following several attempts, the ds was removed from the patient's anatomy, and the external sheath was re-inserted. Upon inspection, the ds's valve capsule around the radiopaque marker bank was observed to be damaged and the transition between the marker band and radiopaque tip was rough and also damaged. A second 29mm, navitor vision valve was selected for implant using a large flexnav ds. A non-abbott balloon was used as a dilation. The system was introduced and attempted to advance but resulted without success. The case was decided to be aborted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.